Event description:
Technical services received a call on 07/09/2012 from sales rep. Rep said that she checked patient today and interrogation revealed that lv lead impedance was >2000 ohms. Rep noted that she tried having patient lie in difference positions and move around but this did not change impedance. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).